Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. Device was monitored and functioning properly. No pump error 43 alarm during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. Customer stated that insulin pump alarmed and needed a rewind and 0 insulin in cartridge and was almost full, and push button, and rewind went to alerts, delivery stopped, insulin pump restarted. The device will be returned for analysis.